Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The motor error alarm could not be verified due to the blank display. However, there was a corroded motor home switch. The unit also had minor scratches on the lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her insulin pump went dead after she wore it while swimming in the ocean. The patient's blood glucose at the time of incident was 575 mg/dl, which she treated with manual insulin injections. The display was blank and there was fluid in the pump. Troubleshooting was initiated for pump exposure to fluid. There was water within the lcd display. The customer also mentioned a motor error as well, but declined further troubleshooting. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.